Event description:
Got called about the customers c2 going down on a patient (no patient harm) with a couple tech faults and multiple flow sensor failures and external flowsensor failures. I do not see in the logs if the biomed has conducted a flow sensor cal after the issue. I looked up both of the tech faults in the service manual and it looks like these issues may have been fixed by a software update, however I have never had an issue nor repaired a c2/c3 so I'm not sure if this is the full fix. Is there some more information that you could give to me that I can pass onto the customer? The biomed at the facility is trained on the vent and will be conducting the repair. I'm just making sure this is a possible sw fix then run ssw, or something more complex. As far as the attachments, these were the only files that would come through email.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be a flow sensor failure. There was no patient or user harm.